Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 3011050570 - 2024 - 00427 (1/2).

Event description:
It was reported that smoke came out of the single use laser fiber and the sheath was full of smoke while connected to the laser system. The issue occurred during an unspecified diagnostic procedure. The procedure was completed using a similar device and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.